Event description:
It was reported that during removal of the yellow outer sheath from the device, there was unusual resistance and the proximal end of the balloon partially separated from the catheter. The sheath was being removed per the instructions for use (IFU) and excessive force was not applied. The device was not used. There was no patient involvement. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported break (balloon partially separated from catheter) was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.